Manufacturer narrative:
Qn#(B)(4). The customer returned one cath lab sheath intro kit for analysis. No definite signs of use were observed. All the kit components were present within the kit. Visual analysis revealed that the kit was opened at the bottom of the tray. It was noted that the remnants of the seal were present on the tray. This indicates that the adhesive was applied correctly during packaging. The bottom left corner of the tray was observed to be cracked and separated. The separated corner was still adhered to the lidstock. The packaging facility was contacted as part of this complaint investigation. Based on the investigation images, they reiterated that the seal was applied correctly. They also indicated that this type of damage would have been detected as the trays are 100% inspected after sealing. A device history record review was performed and one finding was identified. It has been determined that the finding was not relevant to this investigation. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a sterility breach was confirmed through complaint investigation. Visual analysis revealed that the tray was cracked and separated. Based on the comments from packaging, this damage is not consistent with the packaging process and the kits are 100% inspected for damage. Based on the customer report, the sample received, and the comments from packaging, the root cause for this issue cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported before the procedure, the physician found the product package was cracked. A new kit was opened to finish the procedure.

Event description:
It was reported before the procedure, the physician found the product package was cracked. A new kit was opened to finish the procedure.

Manufacturer narrative:
(B)(4).